Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the system. The fse replaced the ise valve to resolve the issue. (B)(4).

Event description:
The customer's au680 clinical chemistry analyzer generated erroneous na( sodium) and cl(chloride) results for two patient samples. There was no impact to patient treatment. The results was not reported outside the lab. Quality control was within specification prior and after the event.